Event description:
The customer reported that her olympus evis exera ii gastrointestinal videoscope's angulation was blocked at 50 percent. According to the initial reporter, this issue was found during a general inspection of correctly functioning devices. There was no patient involvement during this event.

Manufacturer narrative:
The customer called into olympus personnel to report her issue. During the call the customer confirmed the limited angulation as noted. However, the customer also went on to note that the tie rods were moved to assess the mobility and it was discovered that not only was there reduced mobility of the tie rods, but also partial locking of the tie rods as well. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; therefore, the status of the device at the time of the event was unable to be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.